Event description:
The prong on the distal tip of the pedicle screw driver shaft broke off in a pedicle screw head. The screw was completely inserted at l5; the breakage was not noticed until loading of the next screw was attempted. The screw was removed and replaced with another screw from the set. The broken tip could not be located after the screw was removed, so there is a potential that the patient retained a foreign body.